Event description:
Additional information was received via review of literature that the patient experienced osteolysis and periosteal reaction at postoperative day 229; approximately 48 days after the onset of initial symptoms of pain.

Manufacturer narrative:
Literature citation: rolfing, jan duedal, et al (2021). Pain, osteolysis, and periosteal reaction are associated with the stryde limb lengthening nail: a nationwide cross-sectional study. Acta orthopaedica, volume 92. Web address to article: https://doi.org/10.1080/17453674.2021.1903278.

Event description:
Additional information was received that the patient's symptoms were treated with oxycodone and paracetamol and once the nail was removed the patient felt relief.

Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a patient experienced severe pain and swelling in their right lower leg. The nail was removed and there were signs of corrosion on the nail.